Event description:
Physician reported "gel bleed on the surface of the implant". Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Physician reported "gel bleed on the surface of the implant". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: gel bleed: not observed. Additional observations: red particles on the surface of the shell. Crystalline observed. Deformation observed.